Event description:
The toddler was seen in the emergency room for an injured wrist. When x-rays of the wrist were taken. It was noticed that a piece of a radial arterial line that had been used during cardiac surgery in 2008 was retained. The piece was removed at a later date during planned surgery. Additional info was received on (B)(6) 2010: they did not save the segment that was removed. The planned surgery was additional cardiac surgery. Pt outcome was not provided by reporter.

Manufacturer narrative:
Expiration date unk as lot is unk. (B)(4). Event is under investigation.